Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pacing lead was exhibiting high impedance at implant, possibly due to fracture. The lead was removed. No patient complications have been reported as a result of this event.